Event description:
This lead was explanted due to intermittent oversensing. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead was found dissected. Only the distal and the proximal fragments of the lead were received whereas a medial fragment was not returned for analysis. The performance of the lead fragment was scrutinized. The analysis revealed a rubbed through insulation at approx. 9 cm proximal to the lead tip. This finding can be considered as the root cause of the clinical observation mentioned in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Interaction between the lead body and the tricuspid valve should be taken into consideration. Further damages most likely occurred during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.